Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the balloon was inflated after a dose of 20 cc, the patient felt a popping sensation. Urine flowed and was clear in appearance. The catheter was pushed down and a stop was felt. The catheter was left in place. After 30 minutes, the patient turns over in bed and feels a severe pain. Another visit to the patient's home reveals that the catheter has almost come out and the balloon is completely deflated. The catheter was removed and insertion of a new catheter. The catheter was inflated with 20 ml.